Event description:
According to the distributor's report, the father of a three year old pt called in and said that his child's eye was glued shut after a visit to the emergency room. The parent stated there was glue on the forehead folds, eyelashes, and hair, and that the child's eye was pried open with cotton swabs.